Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "unilateral left side deflation." Device remains implanted. Left side.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: crease fold, wear abrasion, and an opening on posterior. Leak test and microscopic analysis was performed which identified: two striated openings on posterior, a crease sharp opening on posterior, non-penetrating nicks striated on posterior, and observed void 1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated openings on posterior assessed as surgical damage. A crease sharp opening on posterior assessed as fold flaw opening. Non-penetrating nicks striated on posterior assessed as surgical tool scratch like.

Event description:
The device has been explanted.